Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that dilation of a left superficial femoral artery (sfa) lesion with calcification was initially performed using a 4 millimeter (mm) balloon catheter. The physician switched to a larger size balloon, an advance 35 lp low profile balloon catheter, and successfully dilated the lesion further by applying nominal pressure. A second dilation at nominal pressure (8 atmosphere (atm)) was performed, and the balloon catheter ruptured. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 35 lp low profile balloon catheter was returned for evaluation. A longitudinal rupture was noted in the balloon; no other non-conformities were noted. The balloon and catheter lengths were measured to be within specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product shows one nonconforming event that could contribute to this failure mode; the affected device was rejected and scrapped. A complaint history search revealed that there were no other reported complaints for this lot number. Per the IFU, "the balloon is manufactured from an extra-thinwall, high-strength, minimally-complaint material. Particular care should be taken in handling the balloon to prevent damage. Do not exceed rated burst pressure. Rupture of balloon may occur. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. The burst pressure data was analyzed using factors for a one-sided tolerance to determine with a 95% confidence that 99.9% of these balloons would not burst at or below the calculated rated burst pressure. In heavily scarred access site, use of an introducer sheath is recommended. Use only the recommended balloon inflation medium. Choose a balloon appropriate to lesion length and vessel diameter. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. A quality engineering risk assessment was performed, and the appropriate personnel have been notified. Monitoring will continue to be performed for similar complaints.